Event description:
It was reported that the patient with a competitor device received an alert for high, out of range, hv lead impedance. Review of the data showed a single out of range measurement. The device was reprogrammed and the lead will be monitored. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.